Manufacturer narrative:
The subject device remains implanted.

Event description:
It was reported that approximately nine months post stent assisted coil embolization procedure with a stent and seven coils, aneurysm recanalization was found and stent assisted coil re-embolization was performed in response. The patient was discharged approximately one month post re-embolization procedure and the mrs (modified rankin scale) score was unchanged.

Event description:
It was reported that approximately nine months post stent assisted coil embolization procedure with a stent and seven coils, aneurysm recanalization was found and stent assisted coil re-embolization was performed in response. The patient was discharged approximately one month post re-embolization procedure and the mrs (modified rankin scale) score was unchanged.

Manufacturer narrative:
The subject device was not returned; therefore, an analysis could not be performed. The device history record review confirms that the device met all material, assembly and performance specifications. Because the reported event is a known physiological effect of the procedure noted with the directions for use and/or device labeling, a cause of anticipated patient complication was assigned to this event.